Manufacturer narrative:
(B)(4). Date sent: 10/13/2015. Information anticipated, but unavailable at this time. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a sleeve procedure, the device is locked on the first shot. It was a small cut but did not shoot staples. Another reload was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m53829. The ec60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no short cut or absent cut were noted during functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.